Event description:
It was initially reported that the patient had an increase in seizures prior to her recent generator replacement. It is unclear if the increase in seizures was above or below pre-vns baseline or if they were related to vns. It was also noted in clinic notes that the patient's vns was not working. It is unclear if this means that the generator is at end of service, a suspected malfunction or just that it was not preventing seizures. Good faith attempts for additional information have been unsuccessful to date. Product return attempts are in process.

Event description:
On (B)(6) 2012, additional information was received. The text indicated that there was no information regarding the patient's old generator. Programming history was provided with settings for (B)(6) 2011 and (B)(6) 2012. Diagnostic results were also indicated as output status: ok, lead impedance: ok, dcdc=0-7 (circled), near end of service: however, the date for these diagnostics is unknown. A note dated (B)(6) 2012, indicated approximately a half year left. The "vns not working" was clarified to mean the device was at end of service. This was noted on (B)(6) 2012. The generator was replaced on (B)(6) 2012, as an intervention. The patient was having more seizures than they had prior to vns. Both of the patient's seizure types increased. The device being at end of service was noted as an external factor that caused the increase in seizures.

Event description:
A battery life calculation was performed on (B)(6) 2012, with 1.39 years to eri = yes. System diagnostics from (B)(6) 2012, were also reviewed. Information was also provided that the device was discarded after explant. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history